Manufacturer narrative:
Date sent to the FDA: 03/02/2011. (B)(4). Conclusion: upon external investigation of the returned component, it was determined that the returned specimen was the coreguard component of the morcellex device. Half of the component's retention snaps were not present on the returned component and the edges where the snap tabs would have been located are irregular in shape and are likely the result of an external force being applied. No direct conclusions can be discerned from the returned component or the initial investigation. Furthermore the full morcellex device was not returned for analysis with this specimen. This initial report can only state that an external force was applied at or near the point between the morcellex's cannula and the coreguard tip which was sufficient to cause the tip to fracture. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the device was inserted through a covidien sils port. The surgeon had difficulty inserting/angling the morcellator through the port to the point where he added lubricant to the device to get it through. There were no additional difficulties throughout the rest of the procedure. On (B)(6) 2011, the pt experienced severe pelvic pain, was admitted to the hospital and underwent exploratory laparoscopy. A foreign body was identified and removed. The pt had peritoneal serosanguineous fluid around the object and in the peritoneal cavity. The pt had an infection from the foreign body being left in for a few days and had an elevated white count (24.4). The pt had an inflammatory response. The pt had an ng tube and j tube placed and was npo. The pt had a slow but steady hospital recovery and was discharged on (B)(6) 2011.